Event description:
It was reported that the patient presented in clinic on (B)(6) 2018 with puffiness and oozing around the pocket area. The patient had developed a systemic infection. The system was explanted on (B)(6) 2018. The system was replaced on (B)(6) 2018. The patient was stable before, during and after both the procedures.

Manufacturer narrative:
Analysis was normal. No anomalies were found.